Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2024-02161. It was reported that during a trial surgical procedure on (B)(6) 2024 the patient had a cardiac event. Ems was called immediately, and patient was taken to the hospital. Prior to ems taking patient to the hospital, the physician removed the trial leads and epg due to not being MRI compatible. No additional information would be provided to the manufacturer representative as the patient is no longer implanted with any abbott devices.